Event description:
This pt presented for left heart catheterization with selective coronary angiography, left ventriculogram, saphenous vein graft (svg), left internal mammary (lima) angiography; complex multi-vessel percutaneous coronary intervention with stent implantation in three coronary vessels including a left main bifurcation. Intra-procedure medications included versed and fentanyl intravenously for sediation, xylocaine 1% local anesthesia, omnipaque dye, angiomax bolus and drip per protocol, intravenous nitroglycerin and lopressor 5.0mg intravenously. The left main (lm) coronary artery presented as a large caliber vessel proximally. In its' mid segment there as a 95% stenosis. The left two diagonal branches, each of which were small to moderate size, had diffuse proximal disease. The mid segment of the left anterior descending (lad) was occluded through previously implanted stents.